Manufacturer narrative:
It is unk when the events occurred as this info has not been provided. Based on info provided, it cannot be determined that the alleged cardiac rupture is related to v.a.c therapy. Kci has not been able to obtain sufficient info to establish a root cause.

Event description:
On (B)(6) 2014, kci received article, tarzia, v et al. Impact of vacuum-assisted closure therapy on outcomes of sternal wound dehiscence. Interactive cardiovascular and thoracic surgery (2014) 1-6, that reported that one (1) pt placed on v.a.c. Therapy experienced cardiac rupture. No additional info is available. The unit's type or serial number was not provided, therefore kci cannot conduct a device evaluation of the unit.